Event description:
This will be filed to report recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mr grade 4. One clip was implanted successfully and the mr was reduced to grade 1+. It was noted the gradient increased to 5mmhg. On (B)(6) 2023 the patient returned for a follow up echocardiogram. It was noted the patient was experiencing shortness of breath. Echo showed the implanted clip was stable on both leaflets but mr had increased to a grade of 4. Therefore, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 2+. It was noted the gradient increased to 9mmhg. Although the gradient increased, the physician was satisfied with the results of the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) and the reported dyspnea, were due to patient pathology. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.